Manufacturer narrative:
(B)(4). The customer provided clarification on the reported event.

Event description:
It was reported that the user had trouble regulating the flow on a clearlink secondary medication set. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was leaking after the roller clamp was closed. The user pre-primed the primary and secondary sets prior to use. The secondary set was not connected to the primary set when the patient was brought into the preoperation room. At that time it was identified that the set was creating a puddle underneath the secondary set. This malfunction occurred prior to connection; therefore there was no patient involvement. Additional information was requested and is not available.